Event description:
Customer called to complain that the device will not run the calibration check strip. The complaint was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.